Event description:
The issue reported involved an incorrect time setting on the pump, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in dangerously high or low levels. Technical support helped the caller update the pump time and advised them to monitor for any future time discrepancies, which the caller understood and acknowledged.